Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during intraocular lens (iol) implant procedure, when inserting the lens the plunger pushed the lens laterally, damaging it to the point of making it unusable. There was no patient consequences reported. Additional information has been received and it states that the surgery was completed on the same day by changing the lens.